Manufacturer narrative:
H10: e1- (B)(6) medica. (B)(6) professor, (B)(6), portugal (B)(6).

Event description:
The customer reported that the v60 ventilator had alarm configurations that were not appearing on screen (high flow therapy alarm deactivated). It was unknown how the issue was found. No user impact and/or harm was reported. The investigation is ongoing.